Event description:
The manufacturer received information alleging shuts off. During the evaluation of the device at the third-party service center, the device was visually inspected and found burnt pca, missing filter, ui bezel plus scratched, led with low lighting. The device's event log was reviewed by the service center and error code found. Additionally, customer complaint was not reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.